Event description:
It was reported that the patient with this inflatable penile prosthesis experienced hole in scrotum. The physician expected possible erosion of pump. The device was removed. No further patient complications were reported.